Event description:
The customer states there was "no image showing up". No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep reseated the connector. The system operates as intended.